Event description:
Per complaint (B)(4), a patient experienced constant pain associated with placement of their dental implant. The implant was removed and will be replaced in a few months after healing.